Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported the the insulin pump returned an error alarm over the last three days before the call. Blood glucose level was 144 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Device received with constant motor arm failed self-test alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.